Manufacturer narrative:
Items returned for evaluation: lifepearl syringe. Items not returned for evaluation: n/a. Investigation of the returned device: syringe was received in its opened tray without box. Sample was sent to nelson labs for ftir testing. Test results show a black fiber was found among the beads as described in the complaint. The black fiber was identified to be most similar to rayon, a type of fabric made from cellulose fibers. Od test results show average diameter of 99 m. Od test passed. Analytical test passed for this lot. The investigation found a black fiber in the lifepearl syringe as described in the reported event. The black fiber was sent for ftir identification testing and it was found that the fiber is most similar to rayon fabric. The black fiber is not consistent with fibers known to be associated with the lifepearl manufacturing process. The physical evaluation of the device could not identify the conditions or circumstances that led to the black fiber in the syringe.

Event description:
It was reported that the lifepearl syringe has a black particle in it and therefore not able to be used. There was no patient involvement.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the lifepearl syringe has a black particle in it and therefore not able to be used. There was no patient involvement.